Manufacturer narrative:
(B)(4) the device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient's father test on normal profile setting and reported both audio and vibration alerts work. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An audio drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. A root cause could not be determined.